Event description:
It was reported the right ventricular (rv) lead displayed high thresholds. It was also reported a red light emits when the device alarms and it flipped back from the time of the last x-ray." Additionally, there was an unsuccessful remote monitor transmission. The lead, device, and monitor remain in use. No patient complications have been reported as a result of this event.